Manufacturer narrative:
Additional information has been reviewed after the initial report was submitted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Updated summary: it was reported by the food and drug administration that the customer received emergency medical assistance due to severe low blood glucose on (B)(6). 2017 with unlisted blood glucose levels at the time of the incident. The customer stated that the continuous glucose monitoring system stopped working resulting in the low. The customer has had 3 paramedic visits due to lows. The customer experienced symptoms such as loss of consciousness that caused a concussion.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that on (B)(6) 2017 the paramedics was dispatched due to low blood glucose of 10 mg/dl. They were given cake icing and glucose paste. No further details were given. The device will not be returned for analysis.